Event description:
No additional information.

Manufacturer narrative:
One sample of material number mz9226 was submitted for quality evaluation. Visual examination of the sample did not indicate any damages or abnormalities. When attempting to prime the extension set for testing using a 10 ml bd syringe, the filter leaked through the filter body. The customer complaint of leakage was confirmed. The component was sent to the supplier for further inspection. The supplier determined that there was sufficient melt transmission on the component body, and therefore they deemed the issue was not with the manufacturing of the component it self, and could not determine a root cause for the issue. The investigation was then continued at the manufacturer to determine if any part of the assembly process could subject the filter assembly to forces that may have cause the issue. After investigation, the potential root cause of leak in filter reported by the customer could not be replicated in the production process and no opportunities were found in the manufacturing of the model or handling of the affected material, due to this, the failure mode was not found to be related to the process. No corrective or preventive actions were taken for this complaint because the potential root cause was not found to be related to the manufacturing process. Although, we will continue to monitor related complaints to take the necessary actions to address this failure mode. A device history record review for model mz9226 lot number 24049333 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking . The following information was received by the initial reporter with the following verbatim . The report stated that: rn noticed a large wet stain on the bed near the patient's right leg PICC during itrace. Rn discovered the source of leak to be from the tubing filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.